Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
The customer complained that the generator cabinet released smoke after switch on the system. No patient was in the examination room. Nobody was hurt. However, the hospital decided to evacuate the department.

Manufacturer narrative:
The digital diagnost is a direct digital radiography system with flat detector technology. The optimus generator (based in a metal covered rack) is a computer controlled converter x-ray generator to supply high tension to the x-ray tube. The philips healthcare field service engineer (fse) has investigated at site. The investigation showed that a thermal event occurred at one capacitor in the rear converter with the result of smoke emission. The optimus cxa generator is ul (underwriters laboratories) listed and flame resistant and self-extinguishing.